Event description:
Event description guidant received information that during the implant procedure this ventricular lead was not implanted due to no capture once implanted at 10 volts of output. The lead was repositioned with the same numbers obtained. No impedance measurement test was done as the patient was in complete heart block and needed immediate pacing. There was no visible sign of lead fracture once removed form the patient. The lead was removed, replaced and is being returned for analysis. A new lead was implanted that worked well, at a low output setting. This physician stated that the new lead was in a different position from the first lead.